Event description:
Rptr was invited to a dinner at co who sells mattresses that utilize magnetic field for pain relief. Rptr believes the co is selling a FDA regulated product without obtaining premarket clearance from FDA.